Event description:
An intubated patient was placed on the ventilator and transported from the medical ICU to MRI without incident. Following the MRI procedure, the patient was being transported back to the ICU, when the ventilator alarmed "turn flow sensor" and began reading very small exhaled tidal volumes and low minute tidal ventilation. Patient chest rise was slightly less than before, but no other decompensation took place. The patient was ventilated with an ambu bag back to the ICU without incident. The ventilator had been functioning normally on the patient for close to an hour prior to the event.subsequent testing of the ventilator revealed that the flow sensor had failed. The ventilator failed its flow sensor calibration procedure. Attempting to run the ventilator with this flow sensor only produced tidal volumes between 200-300 ml when the ventilator was set to deliver 620 ml. Replacement of the flow sensor allowed the flow sensor calibration to complete successfully, and tidal volumes returned to the expected values.